Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good physical condition. The keypad and labels were all intact. A delivery accuracy test was performed and found the pumps average delivery error was within the published specification. Event history log review indicated that three 10ml bolus test were performed prior to the pump being returned. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the expulsor was trimmed to bring the device delivery into more nominal of a range.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon review of the event history log, indications of three 10ml bolus tests were performed prior to pump being returned to smiths medical. Delivery accuracy tests were performed, which found the pump to be delivering within specifications. The customer's complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.